Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to decreased r-wave signal amplitudes that resulted in t-wave oversensing. Additionally, noise was observed with movement of the programmer wand and subsequent quick movement by the patient when attempting to catch the wand. Technical services (ts) discussed potential device movement in the pocket and discussed troubleshooting options. Subsequently, four additional inappropriate shocks were delivered one year two months later due to decreased r-wave signal amplitudes that resulted in t-wave oversensing. Decreased r-wave signals were able to be reproduced in primary sensing vector with the patient laying on their left side. The sensing vector was reprogrammed to secondary and decreased signal amplitudes were unable to be reproduced. The device was left programmed to secondary and the conditional shock zone was increased from 180 to 200. No adverse patient effects were reported. This product remains in service.